Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and received the following additional information: the instrument was inspected prior to use, with no issues found. A lysis of tissue was being performed when the issue occurred. The issue did not occur after a system fault. The target tissue was the peritoneum. The jaws were not stuck on tissue. There was no adverse effect on the patient's tissue. There was no unexpected tissue removal, or bleeding. The issue was resolved by replacing the instrument. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding the jaws not opening was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument jaws would not open, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the jaws of the tenaculum forceps instrument failed to open. The instrument was being used to hold the patient's uterus. According to the report, the jaws opened and closed correctly initially and then failed to re-open. Additionally, frayed wires were also observed. No further information was provided at this time related to the unclamping issue. The procedure was completed with no report of patient injury.